Manufacturer narrative:
The device was returned for analysis. Visual inspection, the imaging window was observed detached near the lap joint section. The drive cable was coiled, and the sheath was kinked. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection, the imaging window was observed detached and the drive cable was coiled. The guidewire exit port was lifted, but the tip was in good condition. An electrical open distal wave form between 40-50 cm from the distal housing. The transducer level impedance test with the microprobe could not be performed due to the condition of the transducer/distal housing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the moderately tortuous diagonal branches of the left anterior descending coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, a catheter separation occurred approximately at the junction between the transparent part and the blue part of the catheter shaft. The shaft part was detached while being removed from the patient. The device was removed normally and intact from the patient. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the moderately tortuous diagonal branches of the left anterior descending coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, a catheter separation occurred approximately at the junction between the transparent part and the blue part of the catheter shaft. The shaft part was detached while being removed from the patient. The device was removed normally and intact from the patient. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable.